Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead was explanted due to a wound healing issue, which caused a superficial infection. The explanted lead was discarded by the medical facility. The patient was recovering postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.